Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Technical support was unable to extract the received logs sent by the customer, tech support requested to copy the log file directly from the ivista usb. Investigation is still ongoing. Therefore, no root cause could be determine yet.

Event description:
The customer reported that the bellavista 1000 have been showing constant error message with alarms of occlusion and tidal volume low while ventilating on a patient. The customer also reported that there was no patient harm or injury while using the suspect device but the end user decided to switch the ventilator to drager vn500 in the end.

Manufacturer narrative:
Result of investigation: vyaire medical evaluated the log file sent by the customer. Initial findings were ""occlusion"" and 104 - ""tidal volume low"" were most likely triggered due to blocked lines of the proximal flow sensor (proximal pressure measurement). The machine has successfully passed a full verification check. So it can be assumed that there was no issue with the internal hardware. The exact root cause is not determinable as the customer didn't provide further details concerning the proximal flow sensor. The device was recommended for release.